Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the internal battery would not charge to 100% and would only charge to about 75% after an hour of charging. It was noted that the programmer read excellent and was fully charged. No patient symptoms were reported. No further complications were reported/anticipated.